Event description:
The complainant reported that a pasv port had been therapeutically placed in a patient (age and gender unknown). The complainant facility was unable to provide the date of the implant or to give the length of time the device had been implanted in this patient. In 2007, during the flushing of the device, the doctor attempted to visually inspect the port; the doctor lifted the port by placing his finger under the stem, at that time the stem of the port completely detached from the port body. There was no migration of any portion of the port. The device was then removed from the patient. The complainant reported that there was no adverse affect on the patient as a result of the reported malfunction.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unknown. The device has not yet been received by this manufacturer for evaluation; consequently, a physical evaluation has not been performed. We are unable to determine if the device met specification. At this time, we are unable to determine the relationship between the device and the cause for this event. The april 2007 15-month ports valved complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit.